Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) lead was found to have exhibited high capture threshold measurements and break. The ra lead was explanted and replaced on (B)(6) 2024. The patient had no adverse consequences.